Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Note: (B)(6). Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision surgery with unspecified 350cc tissue expanders experienced bilateral capsular contracture baker grade unknown post procedure. As a result, patient underwent bilateral removal and replacement with 405cc mentor siltex moderate plus profile xtra silicone gel-filled breast implants on (B)(6) 2019. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Additional information was received on (B)(6) 2020, devices received were 350cc unspecified gel breast implants. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient developed capsular contracture. During visual inspection of the device it was observed with no apparent damage. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).